Event description:
It was reported that there was blood leakage from the filter pro. The event occurred during infusion at the facility. There was a patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned; however, photos were provided for investigation. The standard for seal ability on the filter is that fluid penetration does not exceed 0.60". Based on the provided picture, all the used samples failed this criterion. Without a returned sample to evaluate it could not be stated with confidence whether the area was damaged, had a short fill or was not properly sealed. While the allegation was confirmed, the exact problem source is unknown. No further action will be conducted at this time. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.